Manufacturer narrative:
Efforts are being made to retrieve the device back from the field for investigation. Device requested back.

Event description:
The lesion was engaged and as the wire was crossing the cto, while torquing the wire, the tip separated from the main body of the wire. They switched to a different wire and they were still unsuccessful in crossing the cto. The wire tip was left in the cto, so no further action was taken. No harm to the patient, but they were unable to retrieve the wire tip. It's still inside the patient, buried in the cto.

Manufacturer narrative:
This complaint was double logged in our complaint handling system and has been reported to the FDA under MFR report # 3006010712-2016-00006 and MFR report # 3006010712-2016-00005 (this report). As this report, MFR report # 3006010712-2016-00005 was reported first and logged in our database first this item was retained and the investigation proceeded through this item. The complaint associated with MFR report # 3006010712-2016-00006 has been voided. Device not returned.

Event description:
The lesion was engaged, and as the wire was crossing the cto, while torquing the wire, the tip separated from the main body of the wire. They switched to a different wire and they were still unsuccessful in crossing the cto. The wire tip was left in the cto, so no further action was taken. No harm to the patient, but they were unable to retrieve the wire tip. It's still inside the patient, buried in the cto.